Event description:
It was reported that a high drain 103 alarm occurred after use on the home choice (hc). This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The technical service representative (tsr) had the care giver (cg) check the therapy readings. The last ultra filtration (uf) equaled 3602ml, the cycle three uf equaled 4147ml, the cycle two uf equaled -324ml, and the cycle one uf equaled -221ml. The programmed fill volume (fv) equaled 2700ml. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured in 1995. The device was not available for evaluation. A device history review and service history review were completed with no issues noted. Should additional relevant information become available, a supplemental report will be submitted.